Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 3190064. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5096929. UDI: (B)(4).

Event description:
It was reported that the patient was not getting significant relief. The patient underwent a spinal cord stimulation (scs) explant procedure. Product cannot be returned, facility disposed. Additional information stated that the patient is stable postoperatively.

Event description:
It was reported that the patient was not getting significant relief. The patient underwent a spinal cord stimulation (scs) explant procedure. Product cannot be returned, facility disposed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads; upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).